Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously had its settings reprogrammed. Several months later, the patient received 12 shocks as inappropriate therapy for a suspected atrial tachycardia or supraventricular tachycardia (svt) and during this episode attending health care professionals were shocked when touching the patient. The patient was admitted to the emergency room and hospitalized. The device programming was adjusted and the patient had their heart rate medication adjusted. Patient reported they had to undergo rehab in order to regain their walking ability, their toenails became yellow and they developed post-traumatic stress disorder (ptsd). Additionally, the patient reported their left side still hurt. Technical services (ts) was consulted about obtaining a magnet and they referred the patient to their clinic and physician. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.